Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose at device after a diagnostic procedure. Reportedly, the knot could not be advanced to the arterial surface as the suture trimmer would not go down the rail suture to advance the knot and cut the suture. The skin was pushed down and the sutures were cut. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device was unable to confirm the reported difficulty positioning the knot as the plunger, suture, link, needles, and cuffs were not returned with the device. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.